Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was hospitalized for the peritonitis. Pd therapy was reported to be ongoing. The patient was treated with unspecified antibiotics (dose, route and frequency not specified) for the event. The patient was discharged from the hospital sixteen days later. It was unknown whether the patient had recovered from the peritonitis at the time of discharge. Additional information was requested but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis was reported to have occurred on an unknown date. A batch review will be performed for the potentially associated lot number h14b28084. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h14b28084 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.